Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure it was discovered this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead were exhibiting high out of range pacing impedance greater than 2,000 ohms. A poor connection issue was suspected. The device was explanted and successfully replaced. The lead remain in service with the new device. To date, there have been no adverse patient effects reported.